Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock impedance measurements, measuring 135 ohms. Troubleshooting was performed in different vectors and shock lead impedances were high oor. Technical services discussed possible calcification on both coils and provided troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock impedance measurements, measuring 135 ohms. Troubleshooting was performed in different vectors and shock lead impedances were high oor. Technical services discussed possible calcification on both coils and provided troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.\ this supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock impedance measurements, measuring 135 ohms. Troubleshooting was performed in different vectors and shock lead impedances were high oor. Technical services discussed possible calcification on both coils and provided troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.\ this supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.